Event description:
Customer reports that she obtained results of 89mg/dl and 159mg/dl on the same device within 4 mins. No action was taken based on device results. No adverse event reported and no treatment rec'd. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.